Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Placeholder.

Event description:
Surgeon was using persuader to seat rod and it wouldn't disengage from screw. While surgeon was trying to get it to disengage, screw head broke off into persuader. Surgeon removed screw shaft and used another screw for procedure. Post-op, sales consultant was able to remove screw head from persuader. This is 3 of 3 for complaint (B)(4).